Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results within 10 minutes, all mg/dl. Customer woke up at 6am and thought she was experiencing hypoglycemia. Customer drank a glucose drink called rely glucose drink. After the glucose drink, customer tested her blood as follows: 6:10am- reading of 586 after receiving the 586 reading, customer stated she was shocked that her glucose level was so high and took 12 units of humalog to counteract the high blood sugar. After taking the humalog, customer waited 8 minutes and tested her blood again with a reading of 72. 6:19am-reading of 81. 6:26am- reading of 219. After these readings, customer did not seek medical treatment or go to a hospital but continued to drink the rely glucose drink. Customer unsure of how many bottles were consumed. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.